Event description:
The customer reported that the device did not charge as expected. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): a philips third party field service engineer evaluated the device, but could not reproduce the reported symptoms. The device passed all standard testing and was returned to service. We will consider this a malfunction based on the customer report. We cannot determined the cause because the symptoms could not be reproduced.